Event description:
Customer's mother reported the hospitalization due to high blood glucose. The blood glucose at the time of the event was 236 mg/dl. Customer was vomiting, slurring, dehydrated and urination. Hospital treated with an IV drip. Caller stated that the customer did not test the blood glucose reading all day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.